Manufacturer narrative:
This event is likely due to physiological factors (extra stresses in sacral region). If fusion was achieved, this would likely not be considered a malfunction. However, due to lack of this information, as well as additional intervention being required (revision surgery scheduled), a conservative approach will be followed and this event will be considered reportable.

Event description:
Fractured screw requiring revision